Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that during a myosure tissue removal procedure, the physician first dilated and inserted the hysteroscope. The physician viewed a cervical polyp that was blocking the field of view of the uterus so the hysteroscope was removed and additional dilation was done to expand the cervical canal and bypass the polyp. The hysteroscope was reinserted and the polyp was no longer visible, but a small false passage created by the dilation was noted. The physician determined there was no perforation since the cavity appeared intact and distention was being maintained. The myosure device was inserted and the tissue resection was started. During the resection the fluid loss increased. Fluid was found on the floor, in the under buttocks drape, and coming from the outflow channel that was not closed when the device was inserted. The physician performed a laparoscopy and found fluid in the abdomen, which was removed, and a tiny perforation on the posterior portion of the uterus. The perforation was sealed off with ligasure and the procedure was completed. The physician stated she felt the perforation was caused by the dilators. The physician followed up with the patient the following day and she was doing fine with no further injury.